Event description:
A field service engineer (fse) reported to olympus on behalf of the customer, a depression and scratch was found on the insertion tube of the broncho fiberscope. The device was returned, and it was found the forceps channel port was shaved. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The device was returned and customer allegation could not be confirmed. There was no buckling found on the insertion tube. Due to a pinhole on the bending section cover, water tightness was lost and adhesive was detached. Bending section tube had a dent and universal cord was sticky. Forceps channel port and control unit was dirty. Light guide cover was corroded. Due to wear of the angle wire, bending angle in up/down direction does not meet the standard value. Due to a dent on the channel tube, forceps could not be inserted smoothly. Because channel tube was crushed, the tube cleaning brush could not be inserted. Due to damage on the objective lens, a foggy image occurred. Image guide bundle had significant breakages and multiple black dots were found on the image. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted for correction to reporter information and additional information provided by customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the event "depression and scratch on the insertion tube" was found during reprocessing and no patient or procedure was involved when the event found.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported scratch in the channel port and observed dirty biopsy channel port and control section issues could not be determined, however, it is probable that the endo therapy accessories or metal part of cleaning brush touched the biopsy channel port during insertion/withdrawal, causing the event. Olympus will continue to monitor field performance for this device.